Event description:
As reported, image with interference observed. According to the customer," there is no image sometimes when the cable was swayed and suspected that the cable was faulty". The intended procedure was completed with the same device. The issue occurred after use. There was no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
Device inspection and evaluation found the image can be seen and some interference appeared on the image. In addition, the image position was found misaligned caused by a deformed coupler. The name plate was missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional findings found on device evaluation and updates on device serial number. Additional findings below on device evaluation upon further inspection of service engineer. Further inspection : according to the inspection results by rc engineer, an e311 error found on the device during inspection. Investigation ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device manufacture date was not identified and the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomena ¿image with interference¿ and ¿e311 error¿ were reproduced at the repair department and may have occurred due to partial cable breakage causing failure of the video function. The cause of the cable breakage could not be identified. Olympus will continue to monitor field performance for this device.